Event description:
A (B)(6) distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the rear cable was pulled from strain relief at r1 te. All the wires were severed. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.